Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. Reference complaint #(B)(4).

Event description:
It was reported that during intra-aortic balloon (iab) therapy, a fiber optic sensor failure alarm occurred. The getinge representative guided troubleshooting without success. The getinge representative explained that they needed to switch to the transducer as the alternate pressure source. They located the transducer cable and zero successfully. There was no patient harm or adverse event reported.

Manufacturer narrative:
Complete initial reporter: (B)(6). Additional reporter: (B)(6). The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID #(B)(4).